Event description:
Pace medical was notified on 08/23/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned product stating that the device had stopped working and no low battery indication was given. The device was analyzed and tested for 14 days. The battery indicator performed as designed. The complaint could not be duplicated. The device was re-calibrate and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: user error.